Manufacturer narrative:
B3. Date of event is unknown. The suspected pump was returned for evaluation. The event history log (ehl) was reviewed, and a travel reverse error alarm was identified, and it was confirmed. A review of the device service history for the previous 12 months indicated no prior repair history relevant to the reported condition. The device was visually inspected, and cracks were observed on the top case and left and right plunger cases. Functional testing was performed, which supported the presence of a travel reverse error condition. The reported complaint was confirmed, and the root cause of the failure was determined to be worn-out clutch components. Corrective actions included replacement of the left and right clutch, and motor. The device was then calibrated, lubricated, and reset to standard configuration. Following repair, the device passed all performance verification testing and was determined to be fully operational.

Event description:
It was found during the investigation of the returned pump that a travel reverse error ¿ check clutch/plunger lever was confirmed in device alarm history. There was no patient involvement or harm.